Manufacturer narrative:
The insulin pump passed functional testing, including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was then programmed with a basal rate and monitored. Several boluses were also programmed and each delivered properly. Daily totals and bolus history functioned properly. No history anomaly was noted. Cracks noted on all four corners of the display window.

Event description:
The was reported that the customer was hospitalized for high blood sugar, with a blood glucose level of 745 mg/dl. The customer stated that troubleshooting was performed and the fixed prime functioned properly. Checked the programming and found the numbers did not match when the basal/bolus was calculated with the daily totals. Nothing further was reported.